Event description:
It was reported that medfusion 4000 pump, need to check syringe plunge sensor. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed, the right plunger case was cracked and the left plunger flipper had contamination. Review of the event history log showed an occurrence of a plunger sensor error. The reported error was duplicated during the investigation. The investigation determined that the contamination on the left plunger case flippers was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The left plunger case was replaced. The plunger printed circuit board was also replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.